Event description:
A 3.5 mm diameter x 24 mm length driver stent delivery system was inserted for treatment of a lesion located in the right coronary artery. It was reported that the lesion was pre-dilated with a sprinter 2520 balloon. Vessel tortuosity and calcification are unknown. It was reported that the physician then attempted a taxus stent but was unable to cross the lesion. The physician then attempted to deliver the driver stent, it was not possible to cross the lesion. It was reported that while the physician pulled the undeployed stent back into the guide catheter, the stent dislodged from the balloon. The undeployed stent was retrieved from the patient. A second driver was successfully deployed in the mid rca. A second taxus stent dislodged from the balloon and was deployed in the ostial/proximal rca. A third driver was attempted to cover a spiral dissection in the rca, but was unable to cross the lesion. The patient was sent for emergent bypass surgery. The returned device investigation revealed that there was evidence that the stent had been adequately mounted on the delivery balloon. The stent was not returned. No additional sequelae were reported and the patient is reported and the patient is reported to be fine.